Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect; blurred images; and cable board flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since head section main lens fell off could not be confirmed, a root cause of the customer's reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the subject device main body lens fell off. There was no patient harm or injury reported.